Event description:
A report was received that the patient was experiencing pocket discomfort due to non-device related weight loss. The patient underwent a pocket revision and is reportedly doing well.